Event description:
Additional information was received from the patient. It was reported the patient underwent scs revision. The ins flipped and moved a couple inches caudally in l gluteal area. The patient reported that they were able to recharge lying down, watching tv and were happy. The patient was getting 8 coupling bars. The patient will monitor how long her charge interval lasts full to 1/2 (hd) and how long it takes to recharge from 1/2 to full. It was recommended to use ice before and after each recharging session.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer via a manufacturer representative on 2017-01-19 that the patient's scs revision had occurred on (B)(6) 2017 and it was confirmed that the patient was able to get 8 bars post-operative. The patient reported that they were able to recharge while lying down. The patient was still getting 8 coupling bars. They would monitor how long the charge interval lasted full- 1/2 with the hd settings and how long it took to recharge from 1/2 to full charge. It was recommended that for the interim period the patient use ice before and after each recharging session.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient met with the manufacturer representative on (B)(6) 2016 for post-operation instructions and to convert to high density settings. It was noted that antenna locate had to be done, as the battery was in the transition zone from back to hips, which made coupling difficult. 6-8 coupling bars were achieved, but it was very positional. The patient called the manufacturer representative again on (B)(6) 2016, and indicated difficulty recharging, and was concerned that the high density settings were draining their battery. It was mentioned that the placement of the implantable neurostimulator and their body habitus may have contributed to the issue. The manufacturer representative met with the patient again on (B)(6) 2016. They were able to add the spacer to the patient¿s recharging belt, and 8 coupling bars were obtained and maintained upon ambulation. The patient had the device off, and pledged not to turn stimulation on until they were at full charge. It was mentioned that the patient was able to get from 0-1/4 to ¼ to ½ charge during the meeting. The rep stated that the patient should be able to reach full charge later that evening. The rep noted the issue was relatively resolved at that time. Additional information was received via a manufacturer representative from the patient on 2017-01-16 that reported that the patient could not recharge or get any bars. The manufacturer representative could not obtain any coupling bars while trying to recharge. An antenna locate session showed 48/62. The patient had a physical exam and interrogation and the implantable neurostimulator was determined to be flipped by x-ray. The health care provider was going to schedule a revision.

Event description:
Additional information was received from the manufacturer representative. The patient was scheduled to undergo pocket revision the next day on (B)(6) 2017-01-18.